Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient was re-admitted after discharge with abdominal pain. A CT-scan confirmed a hematoma next to the staple line where a sureform 60 stapler instrument and sureform 60 reload(s) were used. The patient did not have any further surgery. The patient was medically managed and discharged. No specific details were provided in regard to medical/surgical intervention rendered due to the complication. The surgeon stated that no issues were noted in the initial procedure. The stapler instrument and reload(s) are not available for return. No system errors during the procedure. No photos or videos for review. No long-term complications were reported. The initial procedure was completed robotically with no reported injury.

Manufacturer narrative:
A review of the stapler logs revealed the following: the logs show a sureform 60 stapler instrument (part #480460-12, lot #k12241105-0311) was installed on the system 6 times and fired 6 sureform 60 reloads (3 blue, followed by 3 white). There were no incomplete clamps or unclamps by this instrument. On installs 1-3, the firings were each completed with no pauses for compression. On installs 3-6, the firings were each completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.